Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round high profile 330cc saline breast prosthesis, catalog # 3503330, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round high profile 330cc saline breast prostheses when both breast prostheses deflated after implantation. The patient noticed that her left side was becoming flat. The deflation was confirmed by a doctor¿s exam. In addition, the patient recently presented with left breast capsular contracture (baker grade unknown). Patient has also developed bilateral ptosis of the breasts. As a result, the patient underwent bilateral explantation and replacement with mentor saline breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).